Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported shock, renal failure, myocardial infarction, and cerebrovascular accident. Shock, renal failure, myocardial infarction, and cerebrovascular accident are listed instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional reported deaths reported in the article are captured under a separate medwatch report. Date of event, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. Literature attachment: article title "new cardiac implantable electronic device (cied) requirement in patientswith a prior cied undergoing transcatheter mitral valve repairwith mitraclip".

Event description:
This is filed to report cardiogenic shock, unspecified tissue injury, renal failure, myocardial infarction, cerebrovascular accident, and cardiac tamponade requiring intervention. This was a study identifying hospitalizations of patients =18 years age who underwent mitraclip from 2014 to 2018 requiring re-do cardiovascular implantable electronic device (cied) intervention. The primary outcome of the study was the incidence of new cied (i.e. Ppm, ICD or crt) in patients with a history of prior cied before mitraclip. Among the re-do cied patients, 22% had cardiogenic shock, 37% had acute kidney injury (aki), 25% required blood transfusion, 9.8% had acute myocardial infarction, 7.8% had stroke, and 10% had in-hospital mortality. In conclusion, the study indicates that the incidence of new cied in patients with a previous cied undergoing mitraclip is very low. While the need for new device in patients with a previous cied could arise if there is damage to the device leads during mitraclip implantation, data suggest that the real-world experience of mitraclip in these patients is favorable. Details are listed in the attached article, titled new cardiac implantable electronic device (cied) requirement in patients with a prior cied undergoing transcatheter mitral valve repair with mitraclip. No additional information was provided.